Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and insulation damage. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.